Event description:
Pursuant to info received from the doctor's office staff the saline prosthesis was received with the plastic wrap broken on the outside box and a hole in the package. The manufacturer will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.